Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The following components were replaced: ise roller pump tubing, ise drain tubing, ise tubing, mixing bar, pinch valve tubing, ise tube set, reference electrode, dispenser unit m510-sa01, ise buffer valve. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous ise (ion selective electrode) results were generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.